Manufacturer narrative:
Pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, pump was received with a missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self test and displacement test due to missing segments or partial display.

Event description:
Information received by medtronic indicated that the screen of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.